Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin irritation. The patient experienced a rash on the back of their arms. For treatment, the patient was prescribed triamcinolone acetonide 1%, to apply twice daily, as needed for two weeks. The pod was worn longer than 48 hours on the arm. No further details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.